Event description:
It was reported that this pacemaker device exhibited potential premature battery depletion behavior. It was noted that during a routine follow-up in the clinic, the pacemaker device battery longevity observed using a programmer was 2.5 years but the pacemaker device magnet rate was noted to be 90 beats per minute, indicating less remaining battery longevity with a battery status of elective replacement near (ern). Boston scientific technical services (ts) provided literature to the boston scientific representative and explained that the battery longevity is calculated by the programmer while the magnet rate is determined by the pacemaker device so they may not always be the same. Ts provided guidance to use the shortest longevity, in this case the magnet rate and recommended intensified follow-up. The device remains in-service at this time. There were no adverse patient effects.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the description for more information regarding the specific circumstances of this event. Please note this pacemakers battery was designed to estimate remaining longevity (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.

Event description:
It was reported that this pacemaker device exhibited potential premature battery depletion behavior. It was noted that during a routine follow-up in the clinic, the pacemaker device battery longevity observed using a programmer was 2.5 years but the pacemaker device magnet rate was noted to be 90 beats per minute, indicating less remaining battery longevity with a battery status of elective replacement near (ern). Boston scientific technical services (ts) provided literature to the boston scientific representative and explained that the battery longevity is calculated by the programmer while the magnet rate is determined by the pacemaker device so they may not always be the same. Ts provided guidance to use the shortest longevity, in this case the magnet rate and recommended intensified follow-up. The device remains in-service at this time. There were no adverse patient effects.